Event description:
Two weeks into the consolidation period, an x-ray was performed and discovered the left side spot weld had broken off the distractor foot plate. The broken distractor is scheduled to be replaced in a secondary surgery on (B)(6) 2015.

Manufacturer narrative:
A physical test was performed to evaluate the movement of the distractor and it was concluded the distractor moved properly without any complications. In addition, the device was optically assessed and stereo microscopically investigated in the manufacturer's lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to mechanical overload placed on the device. If further information is gathered that could add value to the contents of the investigated report, an additional follow-up report will be submitted.